Manufacturer narrative:
(B)(6).

Event description:
The customer reported a ventilator that the ventilator touchscreen is not obeying. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and an international philips remote service engineer (rse). Further information regarding repair has been requested from the customer. No response has been received at this time.

Manufacturer narrative:
Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. It was reported that the customer ordered a touchscreen and would replace the part. The part was reported to have been consumed. Multiple attempts were made to retrieve additional device repair or diagnostic information, however, yielded no response from the remote service engineer. The case was closed as fixed.